Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. For maintenance required issue is resolved by resetting the log. For screen display failure issue is resolved by checking the contact of the connector inside the monitor. The inspection results based on the inspection record sheet were good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp), after displaying the message "maintenance required consideration", a display error occurred on the screen. No patient injury or harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.